Manufacturer narrative:
Manufacturer ref#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis, the product was noted kinked and stretched. The findings meet usfda reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg . The device was returned to j&j medtech for further evaluation. A non-sterile galaxy g3 mini 1.5mm x 2cm coil was received contained in the decontamination pouch. Visual inspection was conducted, and it was observed that the core wire introducer sheath was intact, however there was visible dark reddish residue observed along the length of the introducer. Delivery wire was pushed slightly after succesfull flushing, but there was no advancement. Upon closer inspection under microscope, the coil was observed within the introducer sheath with kinks and stretched segments. The issue regarding the coil being impeded can be confirmed, as the condition of the coil within the introducer will prevent the device from properly advancing. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in kinking. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at final assembly to prevent damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during an endovascular embolization, a galaxy g3 mini 1.5mm x 2cm (glm915020, 30937884) was impeded in y connector and could not be pushed into microcatheter (other brand). The doctor only retracted the coil and switched a second new coil, the second coil had the same problem. The doctor only retracted the second coil and switched a third new coil (other brand) to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information recorded on 18-feb-2025 confirms that no procedural delay resulted from the event and no damage to the device was noted. Based on the product analysis of the device received, the device was noted kinked and stretched.